Manufacturer narrative:
The evaluation and repair of this ventilator was not yet completed. (B)(4).

Event description:
It was reported by a customer in the USA that, during patient use, the 840 ventilator graphic user interface (gui) display went blank. There was no reported patient injury.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb), and upgraded the software to the current version to correct the issues. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications.